Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Hmsc reported recording showing noise on atrial channel. Data to be presented to physician for next steps. Lead currently remains implanted. Should additional information be received, this file will be updated.